Manufacturer narrative:
Device evaluation summary: one medfusion 4000 pump was returned for analysis. Visual inspection of the pump found the top case cracked by the right front bottom corner. There was a counterfeit supercap found in main pc board. There was no visible contamination. Device history log found the ?motor not running error" in the history. Functional testing included occlusion test. During investigation, ?motor not running error" was duplicated using same infusion rate as customer (300 ml / hr.). The reported event was caused because of incorrect assembly of main board and use of counterfeit supercarp by customer.

Event description:
Information received indicating that smiths medical medfusion 4000 pump was giving motor not running error. There was no patient involvement in the reported event.